Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that endocarditis occurred. Procedure summary: the subject was enrolled into the respond edge study in (B)(6) 2020, and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath was placed, and then the native aortic annulus was treated with balloon valvuloplasty (bav). No new conduction disturbances developed post bav. The native aortic annulus was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the 23 mm lotus edge valve involved partial re-sheathing of the 23 mm lotus edge valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus in accordance with the instructions for use. Three (3) days post index procedure, the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2021, 349 days post index procedure, the subject was diagnosed with endocarditis. On the same day, subject was hospitalized for further evaluation and treatment. The event was treated medically. At the time of reporting the event was considered not recovered/not resolved.